Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The clinical files show continuous ECG monitoring throughout the case. Initial analyses resulted in "no shock advised" and an undetermined result due to noise, with CPR compressions recorded during these periods. A later analysis advised a shock, leading to the delivery of four shocks. After the fourth, the ECG showed an organized rhythm. Seven subsequent analyses resulted in "no shock advised." The AED plus device analyzes heart signals but does not assess overall patient condition or detect pulses. It follows standard protocols, prompting CPR when needed. It is intended for trained personnel. The AED plus operator's guide, contraindications for use states: do not use the AED plus when the victim is conscious, is breathing, or has a detectable pulse or other signs of circulation. No trend associated with similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.